Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the center eyelet sheared off suggesting over-torque. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the center lock nut of the crosslink sheared off during implant in surgery. The implant was replaced with no further complications. No patient complications were reported.